Manufacturer narrative:
There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Superdimension has requested the device for evaluation but has not received anything to date. If additional information is received, a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
The patient required aspiration of the pneumothorax with a pigtail catheter and hospitalization overnight for observation following which the patient was discharged to home. If additional patient information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. No additional information is available for this event. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.